Event description:
Device 2 of 2. Ref MFR report #: 1627487-2013-20189. It was reported the pt will consult with a specialist for surgical intervention. The pt is currently not using the stimulation due to ineffective coverage. It was further reported the lead may have moved during or after a previous revision. See MFR report #1627487-2013-19292. Follow-up identified the pt no longer had effective coverage of pain areas as prior to surgical intervention. The percutaneous leads were replaced with a surgical lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.